Event description:
Pt reported that she was implanted with an essure system on (B)(6) 2009, after giving birth to her son. She returned to her physician for her three month post implant check up and was told that the coil on the right side was missing. She was given a pregnancy test that resulted as negative. She stated that she took a home pregnancy test a few days later and she was indeed pregnant. During her pregnancy she was referred to neurologist due to severe migraine headaches and dizziness. After giving birth to her daughter she requested that she get her tubes tied. She eventually had a partial hysterectomy due to the abdominal pain, and heavy bleeding. She alleges that her medical records do not indicate that the essure was ever removed. She stated that she went to a different doctor to get a second opinion and they have suggested that she have exploratory surgery to see if the coil has migrated. She continues to have abdominal pain, dizziness, headaches and numbness.